Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed supplies for the first time and likely underfilled the insulin cartridge, resulting in the pump running out of insulin and prolonged hyperglycemia until a guided cartridge replacement restored insulin delivery; the user was agitated, confused by steps, and had difficulty drawing insulin during the process, and refused to answer blood glucose questions. Symptoms included hyperglycemia with reported glucose values over 400 mg/dl for several hours. Outcomes included temporary interruption of insulin therapy without hospitalization, with insulin delivery resuming after troubleshooting and education. Investigation included customer support troubleshooting and user education on cartridge replacement and insulin preparation. Investigation of this case revealed user difficulty with cartridge filling and handling as the most plausible contributor to the hyperglycemia, with no pump alarms or device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.